Event description:
Healthcare professional reported a "lap-band port infection." This event was first noticed when the patient experienced abdominal pain where the port was and the patient's abdomen became red.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Rapidport ez strain relief. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection, abdominal pain, and abdominal redness are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.